Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic for a follow up after receiving an alert for long charge time limit being reached. The patient will be seen at the next follow up. There were no adverse consequences to the patient.